Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure and a suturing device was utilized. During the procedure, as the surgeon was tying a knot and tightening it, the needle fell out of the cartridge and into the patient. They removed the device, unloaded the cartridge without the needle, finished tying the knot and then removed the needle after they cut it off of the suture. The needle fell out of the cartridge without applying much force. There were no patient consequences reported.

Manufacturer narrative:
Date sent to FDA: 01/10/2018. The cartridge was received with the needle separated from the cartridge. Visual examination of the cartridge verified that the cage and cover were intact and properly assembled. After reloading the cartridge with a returned needle, functional testing showed that the cartridge would load to a proxisure suturing device and the needle cycled properly through air and test media. Once reassembled, the cartridge met all functional requirements. No manufacturing defect was identified. The user likely applied sufficient load to the needle or suture to extract the needle from the cartridge.